Manufacturer narrative:
Supplemental submitted to include correction to the MDR in block(s) b5, h11. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging. The patient is doing great post operatively. The explanted device will not be returned as it was not released by facility.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging. The patient is doing great post operatively. The location of the device is currently unknown.